Event description:
On (B)(6) 2023, a sales representative sent a request for polys, clip and jts std instruments for a revision case involving c23-217. Further investigation found that the reason for revision was infection. A course of antibiotics were administered.

Manufacturer narrative:
The device will not be returned for evaluation. If additional information is received, a supplemental MDR will be submitted accordingly.